Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the milliampere control knob on the external pulse generator was not working, though it was noted that the issue went beyond the knob, that replacing the knob would not resolve. The range allowed by the knob was only 2 millivolts. Due to length of service the generator will not be returned for repair. There was no patient involvement.